Event description:
It was reported that the atrial lead exhibited high capture thresholds and under sensing due to dislodgement. The lead was capped and replaced on (B)(6) 2014. The patients condition was good after the procedure.